Event description:
The lead was implanted on (B)(6) 2006 and capped on (B)(6) 2011. Noise noted on atrial lead with impedance changes. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).